Manufacturer narrative:
Update d9: returned to manufacturer. Update h3: device evaluated by manufacturer. Update h6: type of investigation.

Manufacturer narrative:
According to the customer, the suction liner "exploded" during a procedure causing aspirated fluid to soil the drape and walls of the operating room. The customer reported the bag was removed and the area was re-draped. The customer reported the operation time was increased and preventative antibiotic therapy was initiated. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, the suction liner "exploded" during a procedure causing aspirated fluid to soil the drape and walls of the operating room.